Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's programming system was experiencing communication issues. The battery on the programming wand was verified as adequate and the connections were verified as secure. When the serial cable was changed out, the communication issues stopped. The physician had another programming system so no patients were affected. The faulty cable was cut to prevent inadvertent use of a known defective cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.